Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips and meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) to report that her onetouch ultra2 meter read inaccurately high in comparison to another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017 at 04:58pm, she had developed symptoms of ¿fatigue, blurry vision and dizziness¿. The patient reported that at 05:08pm she performed a test on the subject meter, which gave a result of ¿80mg/dl¿ on the subject meter. The patient manages her diabetes by self-adjusting her insulin doses. The patient presented at an emergency room (ER) at 05:30pm on (B)(6) 2017 where she had her blood glucose tested on an ER meter, which gave a reading of ¿50mg/dl¿. Bases on statistical methodology, the calculated difference in results exceeds lfs criteria for accuracy. Whilst in the ER, the patient was treated with food and drink from a healthcare professional. During the call the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient had followed the correct testing procedure however the test strips not been stored correctly. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. It cannot be confirmed that the device was not reading inaccurately prior to the onset of symptoms and subsequent treatment therefore may have caused or contributed to the event.